Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue could be caused by wear and tear, improper handling, or cracks in the insulation material, which are often not visible. This damage could have been caused by the impact of a major mechanical force, such as a blow or a fall, as well as by thermo-mechanical damage. It is unclear whether the insulation insert had previous damage or wear and tear from reprocessing (cds) or from the last procedure. The subject event can be detected and prevented by implementation in accordance with the below IFU. Warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the ceramic tips on several of his olympus resection sheaths were breaking during procedure preparation. Specific details regarding these events were requested, but no answers have been provided at this time. There was no patient harm reported as a result of these events. This report is related to report with patient identifier (B)(6).

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The tip was broken. Deep cuts were noted on the yellow seal. If additional information becomes available following the device evaluation, a supplemental report will be filed.